Manufacturer narrative:
One 7x20mm biosure ha screw used for treatment, was reported on. The complaint stated: ¿screw found to be fallen off the joint. This breakage was found per image, therefore a revision surgery was performed to remove the broken piece on october 28th.¿ dimensional inspection was unable to confirm that this was a 7x 20mm product. The item returned for evaluation did not meet the diameter of the reported product. The nominal diameter for a 7x20mm biosure screw is 0.291¿ with a minimum diameter of 0.281¿ (7.14mm). The item returned had a diameter of 6.68mm/0.263¿ which is aligned with a 6mm screw diameter requirement of 0.256 +/- 0.010. The product returned was fractured three threads down from the head with the entire distal thread section absent. The physical condition indicated torque was a factor. There was no obvious burnishing or compression noted. The head was undamaged. Prep per the instructions for use recommendation is critical for ease of insertion and successful anchoring. Per instructions for use: ¿excessive force should not be placed on the delivery instrument. The starter must be utilized with the biorci screws to minimize screw breakage during insertion.¿ it is unknown whether recommendations were followed. Details such as size and type of tap, size of tunnel drilled and patient bone condition were not included. Imaging was not available. A single lot number was not confirmed which produced no complaint history at all. No root cause related to the manufacturing of the product was confirmed. Product met specifications upon release to distribution. Based on the results of the product evaluation the root cause of the screw breakage was a user vs procedural event due to over torqueing. If a portion of the biosure screw remains retained in the patient, it is made of a biocomposite material which is intended for implantation to allow for bone ingrowth. However, it is unknown if the biosure screw will migrate and there is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. Per risk management, this failure mode is captured in the failure mode analysis.

Event description:
It was reported that the patient had acl reconstruction procedure on (B)(6) 2019. The graft for acl was btb; biosure ha was used to fix the graft. On (B)(6) 2019,  the surgeon reported that 1/3 of broken piece of the biosure ha screw found to be fallen off the joint. This breakage was found per image, therefore a revision surgery was performed to remove the broken piece on (B)(6). Patient actual condition is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.